Manufacturer narrative:
S.w version 5.2b;retainer ring = black;case type = ngp.customer returned pump for an alleged battery cap damaged, keypad anomaly and was hospitalized for high bgs found on 16-nov-2022 (per ss event date). However, the customers note stated that the customer had alleged battery cap damaged, keypad anomaly and was hospitalized for high bgs found on 16-sept-2022. On case-2022-00631522, svn#: 000314763984 - customer returned pump for an alleged high bgs found on 16-sep-2022. On case-2021-00573445, svn#: 000313097280 - customer returned pump for an alleged high bgs found on 16-aug-2021. The pump was received with the original battery cap. No damage on the battery cap noted during visual inspection. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 16-sept-2022.no power error 25, low alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date of 16-nov-2022. However, insert battery alarm was recorded and found in the formatted history file on: 11/16/2022 14:42:12.000 11/16/2022 14:43:56.000 11/16/2022 14:45:02.000 11/16/2022 14:45:17.000power loss alarm was recorded and found in the formatted history file on: 11/16/2022 14:45:17.000 11/16/2022 14:43:34.000 11/16/2022 14:44:30.000 11/16/2022 14:44:38.000 and pump error 23 alarm was recorded and found in the formatted history file on: 11/16/2022 14:42:57.000 11/16/2022 14:44:16.000pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The original pcba 2 was installed in a test pcba 1, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, test case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss or replace battery alert/replace battery now alarm), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Battery cap damaged was not confirmed. Keypad anomaly was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 1/pcba 2.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 770g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump keypad center button was unresponsive. Customer stated that the scroll bar was not moving with no input. Customer was hospitalized due to a hyperglycemia. Customer blood glucose level at the time of event was unknown. Customer had sticky buttons in the insulin pump and buttons were unresponsive during bolus attempts. There was no stuck button alarm received. Troubleshooting was performed and found that numbers are ramping on their own and the scroll bar was not moving. The device will be returned for analysis.